Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported "intermittent the speaker alarm". Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4. UDI, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in poor condition. Per visual inspection, the front cover had scratches, the enclosure had the word "burn ICU" on the sides, outdated printed circuit board (pcb) and power switch, quick connect corroded, pole clamp discolored, water tank cover scratched, microswitch bent. Per functional testing, kept device plugged in for forty (40) minutes and the over temperature alarm would intermittently go off even though it was not over temperature. The pump was very loud as well. The complaint was confirmed. The root cause was a faulty pcb. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.